Manufacturer narrative:
H4: the lot was manufactured between february 22, 2023 - february 23, 2023. H11: three (3) actual devices and two (2) photographs of samples were provided for evaluation. Visual inspection was performed and a leak was not easily identified on the returned samples; however, a leak was easily identified by visual inspection of the photo samples. Functional leak testing of the actual samples was performed and a leak was identified from the administration spike port bonding areas for all bags. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 500 ml eva tpn bags leaked at the administration port during setup. There was no patient involvement. No additional information is available.